Event description:
During a left percutaneous nephrolithotomy the sensor wire broke off. It was retrieved by the surgeon. The wire was measured and compared to a full wire and it was determined that the entire piece was retrieved. There was no harm to the patient.